Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported unintended movement appears to have been a result of the device entrapment. The device entrapment appears to have been related to procedural circumstances. The reported pericardial effusion appears to have been a result of procedural circumstances. The hypotension appears to have been a cascading event of the pericardial effusion. Hypotension and pericardial effusion are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement, device entrapment, pericardial effusion and hyportension. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Prior to advancing the devices, it was also noted that a posterior prolapse at p2 was present. It was noted that there was difficulty inserting the guide wire into left upper pulmonary vein (lupv) after transseptal puncture, so the implanter decided to keep the wire in left atrium (la) instead of in the lupv. The steerable guide catheter (sgc) was advanced into the la without issues, but it was noted that the physician inserted the sgc slightly deeper into then 3cm. The clip delivery system (cds) was then advanced and was attempted to be straddled over the valve. However, when turning m-knob, it was noticed that the clip was not moving as intended. It was then noticed on transesophageal echocardiography (tee) that the clip had become stuck on the la wall. The cds was attempted to be retracted, but the clip was unable to retract as it was unable to be freed from the la wall. It was then noticed on tee that a pericardial effusion had occurred, causing the patient blood pressure to decrease. A chest drainage tube was then inserted, and the physician continued to attempt to remove the clip from the la wall. Since the clip was unable to be removed, open heart surgery had to be performed to remove the clip. There was no clinically significant delay in the procedure. No additional information was provided.